Event description:
It was reported that after implant, the right ventricular (rv) lead had no capture at maximum output and at multiple sites. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found. Concomitant medical products: a 5086mri45 lead, implanted (B)(6) 2014. (B)(4).